Event description:
The external pulse generator (epg) which returned into service subsequently tested out of specification during manufacturer analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the epg had a broken connector. The output connector assembly was broken. The hanger assembly was cracked. The device had backlight issue, connector on main printed circuit board (pcb). The keypad was scratched. The encoder assembly and two knobs were contaminated. The lower case was broken. The display wire insulation was pinched, wire insulation not compromised. The output connector nuts were discolored. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.